Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) initially removed a sticker obstructing the open/close sensor, which temporarily resolved the issue as the drawer operated without errors in both the main and test applications. However, the drawer failed again and required further intervention. The fse replaced the faulty open/close sensor and the controller board for drawer on the matrix to resolve the issue. After replacement, the drawer was tested in the hardware test application (hta) and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was not opening after hitting recover storage space. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.